Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Concomitant medical products: d284drg ICD, implanted: (B)(6) 2011; 693565 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while catheter ablation for atrial fibrillation (af) was being conducted, the threshold increased on the right atrial (ra) lead and the lead was dislodged by the catheter. The lead was removed and replaced. No patient complications have been reported as a result of this event.